Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor seal were contaminated. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering. Fluid ingression was found on the pump by the chassis base of the expulsor, which damaged into the expulsor gasket casing the issue. The most probable cause was determined to be fluid ingression on the base of the expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed accuracy testing by +7.45 percent. The event occurred during testing and the issue was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.